Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The mvs interface cable was tested by using a cable validator. Bench testing failed. Testing resulted in an open connection. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) interface cable was replaced. The imaging system passed the system checkout and was found to be fully functional. The mvs interface cable has been returned, however, analysis has not been completed. 10, 114, 4307 are associated with the system checkout. 4118, 3233, and 11 are associated with the returned mvs interface cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) and mobile view station (mvs) would not connect. The pendant said "connected, not ready". The logs showed multiple "existing connection forcibly closed by remote host" warnings. The framegrabber status was shown as "off" in the logs. There was no patient present when this issue was identified.